Manufacturer narrative:
Findings: blank display due to moisture damage on the electronic assembly. Unit received with minor scratched display window and case, damaged/scratched address/serial label and missing end cap sticker.

Event description:
The customer reported via phone call that his guardian broke and had a blank display. Customer's blood glucose was 120 mg/dl. The customer was advised that we will send out replacement.